Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional checked were performed. The customer's reported problem was verified. According to the investigation, inspection and functional testing were performed, and the pump failed air-in- line at psi testing. Further investigation of the pump determined that the air detector sensor was defective and the root cause of the issue. Therefore, the air detector sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "alarms air in-line". It was reported that there was no patient involvement.